Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports he is in or now. Caller reports physician implanted 97715, reports lead connectivity checked out fine, all green. Recheck again, 3 electrodes were out, recheck again and the same 3 electrodes now only 1 were out. Caller reports he then re-checked the lead connectivity and all green again x2, with another re-check and now the same 3 electrodes are out. Caller reports patient is not moving, sleeping on the table. Caller reports he heard the physician tighten the setscrew, and heard the clicks. Caller reports he pressed on the pocket and all connectivity is now green. Reports physician has closed the pocket. The rep later reported that they were in the pacu, and several connectivity checks all came back good. All impedances are all good. Additional information was reported that the patient was told by the surgeon that he would not have them come for a post op appointment since they live in nevada, so the cause of the out of range impedance was not determined. The rep has reached out the patient a couple time to make sure everything is going well. The patient said she is getting good coverage for her pain.